Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with insulin during the load process. The customer blood glucose level was impacted (414 mg/dl) due to receiving the notification and not having more insulin to fill the cartridge. The customer administered a manual injection and a correction bolus to address bg. During follow up with tandem technical support, the customer was able to load a cartridge and resume insulin therapy. The customer's blood glucose during the follow up call was 215 mg/dl.